Manufacturer narrative:
H6: code 400(other): yeilded jaws.based on the information received and the visual and functional results, it was concluded that the jaws were damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. It the jaws are closed over a hard object, they can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure that they feed and form the clips correctly.

Event description:
The device was used during an unk procedure. It malformed clips. There was no consequence to the pt.